Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) sytem had incisional site drainage. An infection was not confirmed, but the patient was treated with antibiotics for seven days. No further issues have been reported.